Event description:
Patient reported there is spacing between their tooth and gum causing a black triangle. At check in they reported true to gingivitis, sensitivity, and root resorption concerns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.